Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). Date of event was not detailed. No part was returned for evaluation; based on the reported event, this is a known issue that was addressed by an internal action.

Event description:
The customer reported the unit was involved in an incident on a patient. The unit was on the following settings map 21, power 10, bias flow at 32, it 35 and frequency 6. The upper alarm at 59 and lower at 10. The staff noted the unit started to auto-limit with activation of max map exceed alarm and map dropped by 10; the unit then began to make a large squeaking sound coming from circuit caps. The patient was removed and placed on another unit. The patient was unharmed. [Redacted], who is factory trained, said that he was able to duplicate noise, he turned unit on and could hear squeak over phone. The delta p meter was reading 1 and then 199. Had him remove cover to inspect pressure transducer and found water in transducer. A replacement pressure transducer was sent.